Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined the cause of the reported issue to be the control panel flex cable.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device could not be repaired. The cause of the reported issue could not be determined. The customer received a replacement device.